Event description:
Boston scientific received info that this lead was attempted and explanted. After initial implant of this right ventricular (rv) lead, the right atrial (ra) lead was placed. The physician checked the rv lead once more and found that it had loss of capture. The lead was repositioned had good capture, and then lost capture a second time. The lead was then explanted and replaced.